Event description:
It was reported that the femur has fractured following the original implantation (2006) of the accolade stem. It was stated that the fracture occured 2-3 weeks post op and that the fracture is at the distal tip of the prostheses. It was further stated that revision is undecided and the surgeon may just cable the femur.